Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to calling the cse, the customer performed a validation study comparing (B)(6) patient samples with another instrument, and all were confirmed as (B)(6). The cse performed a total service protocol. The cse performed probe calibrations and adjusted reagent probe 1. The cse performed checks on the instrument, which passed. The cause of the (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result was obtained on one patient sample on an advia centaur instrument. The (B)(6) result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting (B)(6). The corrected result was reported to the physician(s). Upon follow up the customer stated that six additional patient samples were confirmed as (B)(6). Initial results for these six patients are unknown. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.